Event description:
It was reported that an altitude alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer reverted to manual injections for insulin therapy.